Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient, who is living in a rehabilitation center, was walking in the hallway and began to feel unwell. The cgm reading was 100 mg/dl at that moment. Shortly after, the patient was found unconsciousness lying in bed. A fingerstick was taken, and the blood glucose reading was 29 mg/dl. The cgm reading was unknown. The patient was treated with a glucagon injection. The patient was unconsciousness for around 6 hours. The patient was not brought to the hospital but stayed at the infirmary. No further medication was necessary and the patient was sent back to their department in less than 24 hours. However it took more than 24 hours to recover. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.